Event description:
According to the facility, during a transfer using a stand, the resident's leg got caught under the machine and twisted. The twisting caused the resident's leg to break. It has been determined by the facility that the proper evaluation of the resident had not been preformed. The resident should have been transferred using a total lift and not a stand. This is because the resident does not have the load bearing capabilities that are required to be transferred by a stand. Also the foot tray had been removed from the stand at the time of the transfer. The foot tray is what the resident stands on when being transferred. Since this was missing, the resident would have been standing on the ground during the transfer and when the machine was pulled away, the resident likely fell resulting in a broken leg.

Manufacturer narrative:
This incident should have never happened. It could have been avoided if the proper evaluation was performed, the proper equipment was used and the equipment was used properly.